Manufacturer narrative:
The hill-rom technician examined the power cord and found that the ac plug terminals were corroded. He cleaned the power cord terminals and the bed functioned to specs.

Event description:
Info received indicated the bed's ground impedance (resistance) is out of specs.